Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and reported therapy was programmed off for about a month and half due to inappropriate shock therapy that was delivered while showering. The patient also noted that the health care professional (hcp) had scheduled a lead revision procedure for this right ventricular (rv) lead. No additional adverse patient effects were reported. At this time, this ICD and rv lead remain in service.